Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg 1,021 mg/dl) and the cause was not known. Boluses via the pump were delivered to address high bg. Customer's vision was blurry. The customer was admitted to the hospital due to high bg and was treated with intravenous insulin drip and fluids. After 6 days, high bg was resolved. As the event had occurred in the past, a cause could not be determined.